Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The universal surgical manipulator (usm) was analyzed and failure analysis investigation replicated/ confirmed the customer reported complaint. In remotefe, 32097 errors were seen pointing to the parallelogram. On the system, the usm triggered 32097 errors on the parallelogram. The parallelogram fiber cable was swapped with a test one and was then able to start in normal mode. The original fiber cable was put back for aba testing and once again triggered the 32097 error. As a fix, the parallelogram will be replaced. The usm passed fiber test, carriage fan, led test/brightness, direction y/p/I, carriage switches, carriage lissajous, chip encoder virtual absolute (cva) characterization, sensors check, brake release, brake hold, sine cycle carriage strength, and advanced brake check.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, a repeated recoverable 32097 fault occurred on arm 4. Prior to calling, the site rebooted the system with no change. The intuitive surgical, inc. (Isi) technical support engineer (tse) recommended a hard reboot of the system, but the caller stated they would try it after the procedure. The tse noted that the site was using just arms 2, 3, and 4 and asked if the site could use arms 1, 2, and 3. The caller did not think that would work with the current setup of the room and the location of the first assistant. The site continued with the procedure. There were no reports of patient injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting that arm 4 had repeated faults, an investigation is in progress to determine the cause of this reported event. An intuitive field service engineer (fse) went on site and found that the axes controller motor (acm) fan grill was clogged. The logs confirmed high temperatures from the acm, and the 32097 recoverable errors. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi has received the usm, but failure analysis has not yet been completed. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained. This complaint is considered a reportable event due to the following conclusion: a universal surgical manipulator (usm), was replaced after the completion of the procedure due to repeated faults. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.